Event description:
The customer reported that the system displayed a communications fail error message. A communication fail error message will likely result in a system lockup, no boot, or shut down. There is no report of patient injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.